Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular over sensing due to intermittent undersensing was observed via the review of electrograms. The device was reprogrammed. Patient monitoring will continue.